Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted and replaced due to bleeding at the root. The surgeon attempted to repair with multiple sutures placed at the bleeding site. The surgeon then noticed that the green stitching around the annular section of the root was tearing away. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.